Event description:
I checked & found "panel connection lost" alarm show on screen some times. I tried to checked communication cable between vu unit & ip unit .I found normally. But after I replaced with a new panel mother board .this unit can be used normally.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: the root cause of this event could not be determined, the g5 ip motherboard and g5 cable from vu to ip were replaced and after that the device worked as intended. A CAPA is submitted to further investigate the root cause of "panel connection lost". There was no patient or user harm in this event. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.